Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a temperature alarm. There was no impact to the customer's blood glucose level. Reportedly, the pump was not exposed to extreme temperatures. The customer resumed use of the pump.